Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The articulation of the delivery system was out of plane. The shaft of the delivery system was mechanically bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the shaft is kink/buckled at 5.5 centimeters and 6.7 centimeters from the distal end of the delivery system. The shaft is bent at 4.8 centimeters from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device could not be placed due to problems with the deflection of the delivery catheter curve. Several re-positioning attempts were made and complete removal and inspection of the delivery catheter. The curve of the delivery catheter appeared to be insufficient for good placement. It was not possible to perform a goose neck for the delivery catheter due to the force pushed the catheter curve always into the right atrium and the vena cava superior. A different leadless ipg system as used to complete the procedure. No patient complications have been reported as a result of this event.